Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The nodes were flashed and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an error message. No pt injury was reported.